Event description:
Info received from (B)(6) indicates that pump experiences error code 13.

Manufacturer narrative:
Investigation by (B)(6) found that pump event log had error code 13. Pump pcb board was replaced. This MDR is being submitted because this device is similar to a device marketed in the united states.